Manufacturer narrative:
Failure analysis noted that the pump passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. There was no excessive no delivery alarm, rewind anomaly or motor strange noise/sound during rewind. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had no delivery alarm and prime/fill anomaly. The blood glucose at the time of the incident was 419 mg/dl. She stated that the pump was making hissing noises during rewind. The customer treated with the pump. It was noted that the basal rates and bolus wizard settings were correct. A no delivery alarm was noted in the pump history. The displacement test was performed and the pump passed. Troubleshooting resolved the issue. The device was returned for analysis.